Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Received one device. Pump passed the delivery accuracy test and functional test with a final result of 19.4ml delivered which means the pump does not require calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that device had incorrect volume delivered in continuous mode, requires calibration. There was no reported patient involvement.